Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the last 6 months the impedance has slowly been going down. On one particular day the impedance varied significantly. It was also reported during this time that the threshold has also risen slightly and was considered high. The patient is pacer dependant and they plan to monitor the patient. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that during the last 6 months the impedance has slowly been going down. On one particular day the impedance varied significantly. It was also reported during this time that the threshold has also risen slightly and was considered high. The patient is pacer dependant and they plan to monitor the patient. It was further reported that the right ventricle (rv) lead was explanted and replaced due to high thresholds. No patient complications were reported as a result of this event.